Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found. Concomitant medical products: 6949-65 lead, implanted: (B)(6) 2006; 4193-78 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) lead had high thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.